Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated complete heart block (chb). Subsequently, a permanent pacemaker was implanted. No other adverse patient effects were reported.